Manufacturer narrative:
Continuation of concomitant medical product: information references the main component of the system. Other relevant device(s) are: product ID: evolutr-23-us, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while retracting the nose cone of the delivery catheter system (dcs), the nose cone caused the valve to dislodge. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.